Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and malposition.

Event description:
Patient reported ¿implants are really up high by their neck, there is scar tissue¿ and ¿exchange of textured devices to smooth implants¿. Later healthcare professional reported ¿replacement from textured to smooth implants¿. Later healthcare professional reported "isolated in the upper pole" and ¿capsular contracture baker grade iii¿. This record is for the right side. Device remains implanted.